Manufacturer narrative:
Reporter's phone number was not available. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device seizing up was not confirmed. However, during evaluation, it was determined that the device failed temperature assessment (overheating). It was determined that the device had worn out bearings causing the device to heat up. The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device was seizing up. During in-house engineering evaluation, it was determined that the device failed temperature assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.